Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the unit shut down and restarted while on a patient was connect to the device. There was no injury to the patient.

Event description:
Please see initial report.

Manufacturer narrative:
The infinity workstation (B)(4) consists of the ventilation unit v500 and the displaying cockpit c500. For the investigation the logfiles were analyzed. A cockpit reboot could be confirmed. Other than reported there was no warmstart of the v500 and the ventilation continued with the latest settings. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit and will be continued as set. Safety relevant parameters are displayed in the supplemental oled-display wherein the user can track the on-going ventilation. Should a high priority alarm during reboot sequence be raised the auxiliary alarm tone will be activated. After successful completion of the warm start, the system will post the alarm message «cockpit restarted» with accompanying audible alarm tone. The reason for the cockpit reboot was not possible to determine as the observed malfunction could not be duplicated during a functional test run of the device. All tests passed without any deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.